Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just removed the tubes'), device breakage ('one coil had broken and the piece had migrated to the uterus') and device dislocation ('one coil had broken and the piece had migrated to the uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy to remove essure). Essure was removed. At the time of the report, the medical device removal, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, device breakage, device migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just removed the tubes'), device breakage ('one coil had broken and the piece had migrated to the uterus') and device dislocation ('one coil had broken and the piece had migrated to the uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy to remove essure). Essure was removed. At the time of the report, the medical device removal, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, device breakage, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.